Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during an intraocular lens (iol) implant procedure the lens was inserted into patient's eye and it was discovered that there was not zonual support. The lens was cut out and replaced with another lens. The procedure was completed without issue. Additional information has been requested.